Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that when the physician tried deploying the 3.5x15mm ml vision in the proximal left anterior descending (lad), the stent balloon slipped out of the stent leading to release of the stent in the proximal lad. The stent was retrieved with the same stent delivery system (sds) and deployed inside the target lesion; however, the struts were mildly flared, so a second stent (3.5x18mm promus) was deployed inside the first stent to address the mildly flared struts. No additional info is available.